Event description:
It was reported that the physician reported an unspecified out of range impedance measurement alert. Boston scientific technical services (ts) reviewed the data stored in the remote home monitoring system and found high out of range shock impedance measurements from one, two and three years earlier. No recent out of range measurements were observed. Ts discussed further troubleshooting steps. The implantable cardioverter defibrillator (ICD) and rv lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that the physician reported an unspecified out of range impedance measurement alert. Boston scientific technical services (ts) reviewed the data stored in the remote home monitoring system and found high out of range shock impedance measurements from one, two and three years earlier. No recent out of range measurements were observed. Ts discussed further troubleshooting steps. The implantable cardioverter defibrillator (ICD) and rv lead remain in service and no adverse patient effects were reported. Additional information was received that the shock impedance continued to be high and is now close to 160 and 170 ohms. The impedance measurement increase has been gradual with no noise observed. Ts discussed potential causes of gradual shock impedance increases and suggested further testing. The ICD and rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. H10 additional manufacturer narrative text was added as it was inadvertently left off of last report.

Event description:
It was reported that the physician reported an unspecified out of range impedance measurement alert. Boston scientific technical services (ts) reviewed the data stored in the remote home monitoring system and found high out of range shock impedance measurements from one, two and three years earlier. No recent out of range measurements were observed. Ts discussed further troubleshooting steps. The implantable cardioverter defibrillator (ICD) and rv lead remain in service and no adverse patient effects were reported. Additional information was received that the shock impedance continued to be high and is now close to 160 and 170 ohms. The impedance measurement increase has been gradual with no noise observed. Ts discussed potential causes of gradual shock impedance increases and suggested further testing. The ICD and rv lead remains in service and no adverse patient effects were reported.